Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported that the patient developed an infection after having an acl repair on (B)(6) 2014. She initially went back to the surgeon (B)(6) 2015 where she had the knee flushed, scoped, and then flushed again. The patient reported back to the surgeon on (B)(6) to have the implants removed, had a drain placed in the area and put the patient on an antibiotic drip. The sales rep reported that the removed biointrafix screw did test positive for micro bacterium and gram positive rods. The sales rep reported that just the tibial side fixations were removed leaving the other side in since it had grown in securely. See associated medwatch 1221934-2015-00604.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. From the event reported, it cannot be determined if the devices were the cause of the patient infection. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that the patient developed an infection after having an acl repair on (B)(6) 2014. She initially went back to the surgeon (B)(6) 2015 where she had the knee flushed, scoped, and then flushed again. The patient reported back to the surgeon on (B)(6) to have the implants removed, had a drain placed in the area and put the patient on an antibiotic drip. The sales rep reported that the removed biointrafix screw did test positive for micro bacterium and gram positive rods. The sales rep reported that just the tibial side fixations were removed leaving the other side in since it had grown in securely. See associated medwatch 1221934-2015-00604.